Event description:
On 8/7 at 5/a, the pt awoke and "her head felt like it was going to explode." She had been obtaining readings in the "low 100's for the past two and 1/2 weeks on her meter and had ceased taking her insulin. Her husband took her to see physician where her blood pressure was reported to be 250/140 and her fasting glucose was very high (result and method unknown). She was taken straight to the hosp when a nurse told the physician that the pt's meter was 130-150 points off from the lab (results unknwon). The pt was admitted for hyperglycemia and treated with 7u of r insulin "more than two times a day." She was released from the hosp on 8/14. It is unknown how the meter is maintained. A calibration test was performed on 8/13 indicating that the meter was out of calibration. The result was 59 versus a range of 74-100.